Event description:
During evaluation of a returned homechoice device, a high drain error 112 (night drain #12) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 10:19:24. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.